Event description:
T was reported that balloon rupture occurred. A 5.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. During inflation at 14 atmospheres, the balloon ruptured. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.